Manufacturer narrative:
Per tandem¿s t:slim user guide: "tap close. Check the cartridge, tubing, and infusion site for any sign of damage or blockage and correct the condition." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose reached approximately 420 mg/dl. Reportedly, the alarms were cleared and insulin delivery was resumed.